Event description:
While performing onsite service for the device, the philips field service engineer (fse) discovered that the therapy knob would not change above 70j. There was no reported patient involvement/adverse patient impact.